Manufacturer narrative:
As of 3/4/2016 aso has not received returned samples from consumer or a lot number. Aso communicated to the manufacturer about the complaint on 3/2/2016 for further investigation. In addition, aso reviewed records of biocompatibility test data and the labeling for the product. Please refer to section of this report for further details.

Event description:
Consumer reported that she had a burn on her wrist and used a hydrocolloid bandage on it. Consumer reported that it ripped the entire top layer of skin off. In addition, she reported she may have a scar due to this incident.